Event description:
A nurse at the user facility reports that a haptic broke during implantation of an intraocular lens (iol). The incision was widened to facilitate removal of the lens. Additional info has been requested.